Event description:
The device was applied during a laparoscopic hernia procedure involving one pt. Reportedly, the instrument leaked. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury.